Event description:
It was reported that bd nexiva catheter leaked. The following information was provided by the initial reporter: we have had one extravasation in recent weeks where there was excellent blood return from the cannula and flushing but query if leakage came from this site, it is not possible to say whether it came from this site or if the cannula had tissued, it is a possibility. We also had one patient with blood leakage after insertion while waiting for bloods to return. I am happy to discuss these two cases further if necessary. Customer response 20 may: no, the leakage was not from the insertion site. It was from the nexiva device where you first get your blood flash on insertion. At the end of the device the leakage came from. Let me know if you need any more information.

Event description:
We have had one extravasation in recent weeks where there was excellent blood return from the cannula and flushing but query if leakage came from this site, it is not possible to say whether it came from this site or if the cannula had tissued, it is a possibility. We also had one patient with blood leakage after insertion while waiting for bloods to return. I am happy to discuss these two cases further if necessary. Customer response: no the leakage was not from the insertion site. It was from the nexiva device where you first get your blood flash on insertion. At the end of the device the leakage came from. Let me know if you need any more information.

Manufacturer narrative:
Current control there is a 2 hourly in-process visual inspection for damaged components for catheter and outgoing inspection in place to check for catheter air-water leak test. As there is no abnormality during the production run and no samples were returned for investigation, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.